Manufacturer narrative:
Zoll has not received the autopulse platform in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Event description:
During a routine daily check, the autopulse platform (sn (B)(6) displayed "system error, out of service, revert to manual CPR." The customer thought rotating the driveshaft to its "home" position would fix the issue, but the system error wouldn't be resolved via this troubleshooting, and it indeed persisted. No patient involvement.